Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation and observed stretched material was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported failure to advance, material deformation and observed stretched material could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Stretched material may be attributed to several factors including, but not limited to, forced sheath removal, inadvertent mishandling during unpackaging or preparation of the device or use of force while removing the device. In this case, it is possible the device may have interacted with the heavily calcified lesion during advancement, causing the reported failure to advance and material deformation in addition to the observed bunched inner/outer member. Further interaction with the challenging anatomy during retraction of the device may have contributed to the observed stretched inner/outer member; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified unspecified lesion. The 3.0x38mm xience alpine stent delivery system failed to cross due to resistance with anatomy. Some stent struts were observed to be distorted. An unspecified stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Return device analysis found the inner and outer member were stretched and bunched 7.5cm distal to the guidewire exit notch for a length of 6mm. No additional information was provided.